Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor pins were found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor pins were found to be damaged. The force sensor was found to be out of calibration. During evaluation the pump was able to rewind, load and prime successfully.